Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The field service engineer replaced the gas delivery system assembly (gds assy) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Failure analysis on the returned gds assy determined that the damage to the u1 component of the oxygen flow sensor pcb generated the 100b and was not a part of the original problem so this damage occurred during or after the repair of the gds. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported air flow accuracy has failed. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.